Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of audio at their philips intellivue information center (piic). No patient involvement.